Manufacturer narrative:
Additional information was received indicating there was no patient involvement device evaluation (completed 15-mar-2022): one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition; however, the tamper seal was missing. Review of the event history log showed an occurrence of "system fault 46822." Functional testing included a power up self test. The reported error code was not duplicated during the investigation. As a preventive measure it was recommended that the main board and real time clock battery were recharged for at least over 200 hours and that the software be reinstalled.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed error 46822. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.